Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient repeated their lead had moved. Patient was referred to a neurosurgeon for consultation on 2025-oct-31, and the issue is not yet resolved.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they are not getting relief despite continuing to charge their controller and implant. Patient mentioned previously experiencing 50%¿70% relief. Patient stated that they tried different settings, but this did not help. Patient mentioned that their leads had shifted from the original implant site and that they were referred to a neurosurgeon. The patient was redirected to their hcp regarding their therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6) implanted: (B)(6) 2024 product type: lead product ID 977a260; serial# (B)(6) implanted: (B)(6) 2024 product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 01-nov-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) ubd: 01-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.